Event description:
Doctor reported event of "bleeding abdominal" from journal article: "complications and outcome after laparoscopic bariatric surgery: lagb versus lrygb", langenbecks arch surg, doi 10.1007/s00423-012-0945-5. This medwatch represents the 3 pts listed in table 2 of the article who were diagnosed with "bleeding abdominal".

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Hemorrhage is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of hemorrhage as follows: "adverse events: specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound."